Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the very tortuous left anterior descending (lad) coronary artery. A 2.0x12mm mini trek rx balloon dilatation catheter (bdc) was prepped and soaked per its instructions for use without issue. The mini trek rx bdc was then advanced to the lesion without resistance. When attempting to inflate the balloon, it did not inflate at all. No leak was noted on the device. After withdrawing the mini trek rx bdc without resistance, a puncture was noted in the balloon. Another same size mini trek rx was used to successfully complete dilatation. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided. The abbott vascular returned goods lab received the device with its balloon loosely folded, indicating that the balloon may have been expanded under pressure and ruptured. Additional information received confirmed that the correct device had been returned and that pressure had been applied to the device using an indeflator inflation device, but there was no indication of pressure increase (remained at 0 atmospheres) and no visible expansion of the balloon; it was reportedly as if there was a hole in the balloon.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and functional analysis were performed on the returned device. The reported balloon rupture and inflation issue were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported complaints appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.